Event description:
During follow-up for a separate event, a peritoneal dialysis registered nurse (porn) reported to fresenius that the patient's catheter was "falling apart" and was repaired. On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent a catheter repair. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's porn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with a hole in their pd catheter extension set. It was stated the hole in the extension set was due to bending of the distal connection too hard and too frequently by the patient. The patient's extension set was replaced in the outpatient clinic, and they were prescribed oral cefalexin at 500mg twice a day for 5 days prophylactically. The patient did not experience a serious injury or adverse event as a result of the hole in the extension set tubing and remains asymptomatic. It was confirmed the hole in the patient's extension set tubing was not a result of a deficiency or malfunction, as it was the result of frequent rough use with the connection. The patient continues ccpd therapy on the same liberty select cycler at home without incident following this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).